Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. No error messages occurred during testing. The buttons on the front bezel were unresponsive and unit would not recognize wand. Cause of button malfunction and wand recognition failure is a seating problem with the harnesses from front bezel to unit. Unit passed functional testing with normal power output after the harnesses from front bezel assembly were reseated. The complaint was confirmed and the root cause was determined to be the connector failure within the unit. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a procedure, the power output of the device failed. No backup device was available. No delay and no patient injuries were reported.